Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that about the middle of procedure, the vasoview hemopro 2 stopped cauterizing as well as it had in the beginning of procedure. There was no resistance noted while inserting the harvesting tool into the cannula. The pre-cautery test was not performed. The beeping sound was heard when the toggle was pulled back to activate the device. Unknown how long it took device to time out. Power setting at 3. The defective device was inspected prior to use. Had to open new device to complete case. Looking at tip of original device after removal, looks like the gel part of cauterizing part is peeling/coming apart. Stopped working properly in about 10 minutes during case. There was no harm or injury to patient. There was only a short delay in opening a new kit.